Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings during testing. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of the device providing low fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the metering valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the metering valve.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002 ¿. Section d4, model #, of the initial medwatch report stated: prt-01201-000. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 08/07/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). Section g3, date received by manufacturer, of supplemental medwatch report 001 stated: 06/17/2024. Section g3, date received by manufacturer, of supplemental medwatch report 001 should have stated: 6/25/2024.